Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. A review of the device history record has been requested.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: during a procedure, it was reported the inner shaft for extraction screwdriver broke. The broken thread was retrieved and returned.

Manufacturer narrative:
Device used for treatment and not diagnosis. A review of synthes device history records revealed the inner-shaft extraction screwdriver was manufactured by tecomet kenosha. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The instrument was analyzed for conformance to print specifications, as well as the device history records were researched. No abnormal findings were identified. The broken surface is homogenous which indicates material conformity to the specification as well. Based on these findings we conclude that the cause of failure is not due to any manufacturing non-conformances and we have to assume, that a short time overloading during removal associated with an unintended bending moment has led to the breakage.